Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge would not slide onto the pump properly during the load process. There was no impact to the customer's blood glucose level. During troubleshooting with tandem technical support, the customer was able to load the cartridge onto the pump.